Event description:
It was reported that the plate broke cleanly about two months after it was fitted. The patient therefore had to undergo another operation (with further anesthesia) to remove the broken plate and replace it with a new one of the same type. This problem resulted in a further period of convalescence for the patient and the department having to reorganize itself to schedule a new operation.

Manufacturer narrative:
To date, the device has not returned for evaluation, the root cause could not be established. Additional reporting on this event will be provided as a follow up report if alternative information becomes available.

Manufacturer narrative:
The returned plate was examined under magnification to confirm failure. The returned plate has a fracture along the central shaft of the plate between the 3rd and 4th hole from the left (laser markings are orientated legibly). The fracture pattern is shiny with and not flush. This fracture pattern is indicative of a lower energy/fatigue type fracture. No definitive conclusion could be made as to why the plate failed or what damage occurred during removal or insertion.